Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after approximately more than one year of being implanted. It was not replaced and no additional adverse patient effects were reported. Rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported, that this right ventricular (rv) lead was explanted, due to unknown reasons. After approximately more than one year of being implanted. It was not replaced. And no additional adverse patient effects were reported.